Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. A failure analysis investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. All follow-up attempts for product and/or patient information

Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient reported that the patient had peritonitis. The nurse reported that the patient was hospitalized "for a few days" and treated with ip antibiotics (vancomycin). The patient does not wear a mask when he connects despite repeated instruction to. The patient believes that he can hold his breath while he connects.